Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 85-103mg/dl fasting. Verified the strips expire 11/26/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 242mg/dl fasting. Reviewed meter memory: 438mg/dl, (B)(6) 2015, 08:49:00 am, fasting: no; 259mg/dl, (B)(6) 2015, 04:46:00 am, fasting: no; 251mg/dl, (B)(6) 2015, 11:12:00 am, fasting: no; 172mg/dl, (B)(6) 2015, 04:38:00 am, fasting: no; 79mg/dl, (B)(6) 2015, 02:40:00 am, fasting: no.